Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Noise was noted on both the right ventricular and right atrial lead. All other electrical measurements were stable. The patient is not dependent and was in stable condition. No intervention was performed, the physician elected to monitor the patient.

Event description:
New information received notes both the leads were explanted and replaced successfully on (B)(6) 2020 due to the continuing noise. The patient tolerated the procedure well.